Manufacturer narrative:
Continued e1 additional phone number: paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower, upper abdomen and flanks on (B)(6) 2017 and (B)(6) 2018 using the cooladvantage coolcore, coolfit, and petitecoolcurve system applicators, who developed a recurrence of paradoxical hyperplasia (ph) after treatment. Corrective liposuction to abdomen was completed (B)(6) 2020. Second corrective liposuction was completed on (B)(6) 2020.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower, upper abdomen and flanks on (B)(6)2017 and (B)(6)2018 using the cooladvantage coolcore, coolfit, and petitecoolcurve system applicators, who developed a recurrence of paradoxical hyperplasia (ph) after treatment. Corrective liposuction to abdomen was completed (B)(6) 2020. Second corrective liposuction was completed on (B)(6)2020.

Manufacturer narrative:
Corrected data: b.3, h.6.